Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2 different lots of juvéderm® voluma® xc into the cheeks (2.4 ml per side). Patient presented with unilateral swelling and hardness in the medial cheek four days after injection and was placed on keflex and doxycycline for 10 days. After 10 days, the generalized inflammation has resolved, but the patient still has redness and hardness near the injection site. Hcp could not aspirate the abscess to obtain a sample. Ultrasound performed noted hematoma. Symptoms are on-going. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This MDR is being submitted for the suspect product, juvéderm® voluma® xc (lot: 1000628975).